Manufacturer narrative:
E1 initial reporter establishment name: (B)(6) hospital. The reagent lot number is 838105. The expiration date was not provided. The alarm trace showed "abnormal sipper movement" and "sample probe not finding rotational home " alarms. The field service representative found that the sample probe grub screws were loose. He replaced the sipper assembly, sipper nozzle, pinch valves, and the pinch tubing. He performed checks and tests with acceptable results. The investigation did not identify a specific cause of the event, but determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys hcg+b results for 3 patient samples on a cobas 6000 e601 module. Patient 1: the initial result was 4.62 miu/ml, and the repeated result was 32 miu/ml. Patient 2: the initial result was 5.9 miu/ml, and the repeated result was 39 miu/ml. Patient 3: the initial result was 8.5 miu/ml, and the repeated result was 51.3 miu/ml. The samples were repeated because the customer noticed several low results.